Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during a recent follow there was migration of the stent graft and iliac expansion. Review of films the next day showed the aneurx graft had migrated 2-3 cm and was sitting in the sac of the aneurysm. There was a type 1a endoleak. The neck had expanded and was angled. The physician decided to implant an 32x32x49 endurant cuff. After ballooning another angiogram was performed. The endoleak was still present. There was still a centimeter of proximal landing zone so another 32x32x49 endurant cuff was implanted. After ballooning again and another angiogram the endoleak was still there but smaller. The physician implanted 6 aptus screws in the proximal portion of the cuff. Another angiogram was performed and the endoleak was resolved. It was reported that the right common iliac had expanded and needed to be treated as well. There was an endoleak around the distal aneurx limb. The endoleak did not reach the aortic aneurysm. A catheter was placed in the right hypogastric artery and coils were placed. An endurant 16x10x156 was placed from inside the aneurx stent graft to the iliac external artery. An endurant 16x16x93 was then placed to bridge the 16x10x156 into the gate of the aneurx stent graft. An angiogram was performed and the endoleak was resolved. No additional clinical sequel ae were reported and the patient is fine.